Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 29. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2022, fracture of the implant was verified. Patient presented with bone type IV, fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and bleeding. No further patient complications were reported.